Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12-may-2026, a distributor reported via email that five ar-3636 knotless 1.8 fibertak soft anchors were associated with an issue during bankart repair procedures performed on (B)(6) 2026. During final tensioning, the repair sutures of the anchors were reported to snap at the midpoint. The snapped suture material was removed from the patient, and the anchors remained implanted. Despite the suture snapping, the anchors could still be tensioned with additional effort. The issue occurred across two procedures and involved multiple lot numbers. There was no reported delay to the procedures, no additional anesthesia was administered, and no adverse patient effects were reported.